Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported misalignment was confirmed. The fse noticed that the aiming beam and treatment beam were not concentric. The system was powered down and disassembled down to the optics bench. The arm was removed, and the system was powered on in service mode. The fse also performed aiming beam alignment procedure out of the mast. Then performed near and far alignment procedures to ensure aiming beam and treatment beam are concentric. The arm was reassembled onto mast, then performed articulated arm alignment procedures. All electronic calibrations were within specifications. Verified all safety features of the system are functioning correctly per service manual. Power was tested at low, medium and high energy levels. All testings were passed. The console's functionality was restored. It is likely that the issue found could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that the system is misaligned. There was no patient involvement.

Manufacturer narrative:
Correction to field d4: unique identifier (UDI) #. The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported misalignment was confirmed. The fse noticed that the aiming beam and treatment beam were not concentric. The system was powered down and disassembled down to the optics bench. The arm was removed, and the system was powered on in service mode. The fse also performed aiming beam alignment procedure out of the mast. Then performed near and far alignment procedures to ensure aiming beam and treatment beam are concentric. The arm was reassembled onto mast, then performed articulated arm alignment procedures. All electronic calibrations were within specifications. Verified all safety features of the system are functioning correctly per service manual. Power was tested at low, medium and high energy levels. All testings were passed. The console's functionality was restored. It is likely that the issue found could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that the system is misaligned. There was no patient involvement.